Event description:
It was reported that a beta bionics ilet user dropped the device and cracked the screen when getting into the car. A replacement was arranged for the user. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.